Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they had issues with the insulin pump. They would receive a no delivery alarm during the basal and bolus. They had changed everything out but was still getting a no delivery alarm. The customer had ended up disconnecting from the device and reverted to manual injections. The customer was off the insulin pump for 4-5 hours. They then went back to the insulin pump and changed the battery. The customer stated the infusion set that was removed looked fine. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer was not home at the time of the call and could not review the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Findings: all buttons functioning properly. No lock up or moisture/ damage/unlocked lcd keypad connector noted. Unit was received with normal operating currents and no unexpected low battery, battery out limit and failed battery test alarms or no delivery and low reservoir alarms noted during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms noted. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.